Manufacturer narrative:
The investigation of the returned pod found discoloration inside the device. Residual fluid and corrosion were found on surfaces of internal assemblies, which is evidence of an internal fluid leak. A leak test was performed, which confirmed the presence of a leak in the fluid path caused by a tear in the cannula tubing. The leak would have resulted in insulin coming into contact with internal components and assemblies, ultimately causing the device to fall. A pod malfunction, therefore, is confirmed to have been a contributing factor to the customer's high bg levels. A review of lot qualification records revealed no evidence of this failure mode. Lot qualification results were deemed acceptable and the lot passed the acceptance criteria. Insulet has initiated an internal investigation into this particular failure mode and has taken multiple actions to minimize and prevent its recurrence. A risk assessment has also been conducted as well as ongoing monitoring to ensure that this level of failure does not exceed action limits (as defined by insulet's internal procedures). The occurrence rate of this failure mode is projected to be (B)(4) for this lot; improvement activities are in-process. Labeling, training and clinical advice continues to indicate that ongoing bg monitoring is necessary. Although we do not rely on labeling, this is add'l mitigation as part of the normal activities of a diabetic.

Event description:
The customer activated the pod with a bg level of 69mg/dl. Over the following two days, her levels progressively climbed higher (362-403mg). (Note: there is no report of any correction boluses being administered during this time). She had been bitten by an insect and thought this may have been why her bg levels were running high. No specific device issue was cited. The pod had "lost communication" with the pdm and was removed; it will be returned for eval.